Manufacturer narrative:
Image review: two angiographic images were provided. The first image shows the lesion site as reported by the account. A second image shows the same vessel but with greater patency shown by the flow of contrast. No angiographic images were provided of the stent deformation. Two photographic images were provided showing the reported deformation on the complaint device. The lot # on the luer matches what was reported. Stent deformation is visible in the photographs with raised struts. An image shows the shelf carton of the complaint device. The lot # appears to match what is reported , but the last 2 digits are missing from the image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had three lesions. Two operations were performed. The first was the pci opening operation of right coronary occlusion. The second was the opening operation of left anterior descending branch stenosis. One endeavor resolute drug eluting stent was attempted to be used to treat a severely tortuous and calcified lesion with 90% stenosis in the mid lad. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Relatively large resistance was encountered when advancing the device and excessive force was used. The device did not cross the lesion. It was reported that stent deformation occurred in vivo during positioning. It was indicated that the device might have been advanced forward too f ast and when removed due to resistance, the stent was noted to be deformed. The event is thought to be procedural related with the patient's three lesions, severe distortion, calcification and stenosis contributing to the event. The procedure was completed using a non-medtronic stent. No patient injury is reported.

Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.